Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a therapy knob failure. Details provided in an update from the source case indicate that the device's dfm100 assy therapy select knob was replaced and the device was successfully returned to service. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that device has knob failure. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.